Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two left ventricular (lv) leads could hardly reach the target position due to a patient anatomy abnormality and dislodged when slitting the sheath. The physician gave up implanting the lv lead and implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.